Event description:
The consumer stated that her tampon came apart upon removal. The event occurred on three separate occasions.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.